Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial port of the device was plugged, and the percent pacing was not being measured. The device remains in use. No patient complications have been reported as a result of this event.